Event description:
It was reported while unloading the empty cot at a grocery store, the medics observed both sets of the cot's legs being on the ground; however, when they released the cot from the hook and pulled it away from the ambulance the head end legs allegedly lowered unexpectedly. The head end medic was allegedly knocked to the ground and her arm was stuck between the cot and the safety bail. The medic is alleging a laceration and bruise to her arm; however, she did not seek any medical intervention. The cot did function properly after the reported incident and the call was able to be completed. The complainant advised they were unable to duplicate the incident.

Event description:
It was reported while unloading the empty cot at a grocery store, the medics observed both sets of the cot's legs being on the ground; however, when they released the cot from the hook and pulled it away from the ambulance the head end legs allegedly lowered unexpectedly. The head end medic was allegedly knocked to the ground and her arm was stuck between the cot and the safety bail. The medic is alleging a laceration and bruise to her arm; however, she did not seek any medical intervention. The cot did function properly after the reported incident and the call was able to be completed. The complainant advised they were unable to duplicate the incident.

Manufacturer narrative:
The cot was evaluated by an authorized field technician at the complainant's site. The medic crew described the alleged incident; however, the technician was unable to duplicate the incident and confirmed the cot was operating according to specification. No additional information was provided regarding the medic's alleged injury. The IFU for the cot provides sufficient instructions on how to operate the cot when unloading to ensure the undercarriage is engaged in position prior to pulling the cot from the ambulance.